Event description:
During an acl ligamentoplasty procedure using a super multivac 50 with integrated wand, the screen detached from the wand and was left behind in the pt after one hour of surgery. An additional arthroscopy was completed 2 days later, but the piece was not found in the soft tissue and was not removed. Antibiotics were administered. The area is healing well and the pt is doing well.

Manufacturer narrative:
The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.